Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that ventricular fibrillation with noise and non sustained right ventricular oversensing was observed. The noise was reproducible in clinic with isometric testing. The noise was being sensed inappropriately resulting in inappropriate antitachycardiapacing (atp) but no shocks. Programming changes were made. The patient was stable.

Manufacturer narrative:
Should have been serious injury instead of malfunction since inappropriate therapy was involved. Ventricular fibrillation- should be removed since this was not caused by the device but a patient condition.

Event description:
New information notes the lead was capped (B)(6) 2020 and replaced. The patient was stable before, during and after the procedure.